Event description:
It was later reported that lia triggered again for oversensing. The lead was capped and replaced.

Event description:
It was reported that the right ventricular lead was oversensing and a lead integrity alert (lia) was triggered. Two non-sustained tachycardia (nst) episodes with non-physiologic timing were also recorded. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4). The actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a lead integrity alert triggered on (B)(6) 2012. Oversensing was also noted; there were two ventricular non-sustained tachycardia (nst) episodes less than or equal to 210 ms on (B)(6) 2012 02:19:27 and (B)(6) 2012 01:42:22.